Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 3 july 2020 lot 189050: (B)(4) items manufactured and released on 4-mar-2019. Expiration date: 2024-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in 1 year and 2 months after the primary surgery reporting pain and the cause of pain is unknown. The surgeon removed scar tissue and revised the poly. The surgery was completed successfully.